Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old asian female patient underwent a breast augmentation revision with mentor memorygel breast implants 255cc and experienced bilateral capsular contracture baker grade iii (l) and baker grade unknown (r) post-operatively, which was confirmed during a physical exam. It was also reported that the patient experienced a hematoma on the left side shortly after implantation. As a result, the patient underwent removal and replacement of the left breast implant with a mentor gel breast implant (serial number (B)(4)) on (B)(6) 2020. At the time of this report, mentor has received no information regarding explantation or an expected explantation date for the right breast implant. This report is for the right breast prosthesis.